Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. Other: no intervention performed or treatment provided reported. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 68mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 37mm measuring 30mm in length. It was reported that the patient experienced atrial fibrillation approximately 56 months post the index procedure. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.